Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an intrathecal unknown medication via their implanted pump for non-malignant pain. On (B)(6) 2016, the patient complained of increased pain and a catheter dye study was performed. The catheter was unable to be aspirated. It was unknown what environmental/external/patient factors may have led or contributed to the issue. The patient was referred to neurosurgeon and scheduled for a catheter revision on (B)(6) 2016. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". Additional information was received from the rep indicated the cause of the event was not determined and it had not been resolved as a catheter revision was scheduled for (B)(6) 2016 as noted previously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.